Event description:
It was reported that this device entered safety mode. The replacement procedure was scheduled, and no adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this device entered safety mode. The replacement procedure was scheduled, and no additional adverse patient effects were reported. The device was replaced and is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this device entered safety mode. The replacement procedure was scheduled, and no additional adverse patient effects were reported. The device was replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it was operating in safety mode. The device case was opened for further analysis. When connected to the external power source, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.